Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump underinfused lactated ringers to the patient. The expected infusion was 1200ml; however, the actual infusion volume was 800ml. There was no patient injury or medical intervention associated with this event. No additional information is available.